Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The product in the picture did not meet specification. Visual inspection of the picture sample found the bottom jaw was missing plastic over mold. The disengaged plastic was retrieved. The reported condition was confirmed. The investigation of picture sample found the bottom jaw over mold was damaged and missing plastic near the hinge of the device. The damage to the jaw's over mold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, close jaws using device lever before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tip part of the jaws stuck and the cover broke when the device was being pulled out from the port. The hospital staffs were told to remove the device after closing the jaws, but they stated that during the operation of the thoracoscopy, it is inevitable that the device sticks. Nothing fell into the patient's cavity. The procedure was completed with another device. No patient harm. The disengaged plastic was retrieved.